Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on november 10, 2021.